Event description:
The lead was explanted on (B)(6) 2011 due to product performance issue. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).